Manufacturer narrative:
A medwatch with uf/importer report number (B)(4) was received on 24may2019 with the following information: during the positioning of the 66-year-old female patient, the mayfield head holder appeared to be locked and it was not, during a craniotomy procedure. It continued to move and not lock in place after two different attempts. During this time, the patient received a laceration from the pin. It was bleeding at the pin site, so the resident and nurse decided to flip the patient back over to get new equipment.

Event description:
N/a.

Manufacturer narrative:
Additional information received on (B)(6) 2019 . The patient underwent a posterior cervical fusion last (B)(6) 2019 . The patient had laceration when the event happened. There was a delay in surgery with unknown impact to the patient. The device was returned for physical evaluation and the returned unit passed all specific functional testing requirements, except for that the unit received with the mayfield 2 lock has up and down movement. When unit is not under pressure, this would not have cause a slippage; when unit was properly positioned and put under pressure, unit would not have slipped. The device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Most probable root causes were: incorrectly assembled device . Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect unauthorized devices accessories for procedure. Improper maintenance. Device identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00074 and 3004608878-2019-00076.

Event description:
This is 2 of 3 reports. The customer reported that the a3059 mayfield composite series skull clamp was not locking and slipped during an unspecified intraoperative procedure. The date of the event was not indicated. There was patient injury (not specified).